Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation of device found evidence that failure mode was due to torsional or bending overload.

Event description:
It was reported patient underwent a hindfoot fusion procedure on (B)(6) 2014. During the procedure, the threaded portion of the inserter fractured inside of the end cap. The tip remains inside the end cap which is implanted in the patient. No revision procedure has been indicated.